Event description:
It was reported that during a procedure to place an aortic stent graft, a dissection occurred in the right external iliac artery when implanting an unspecified stent graft. After prepped without any issues noted, an armada 35 percutaneous transluminal angioplasty (pta) catheter was advanced with the intent of minimizing the dissection; therefore, the balloon was inflated to nominal pressure. However, the balloon immediately had a loss of pressure and leakage of saline/contrast solution from the catheter was noted where the hub is connected to the catheter. Reportedly, the balloon itself was not damaged. The armada 35 pta catheter was safely removed from the patient anatomy. The result was satisfying so no other balloon catheter was used to improve the result. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the returned device analysis identified a leak in the hub, which was found when the balloon catheter was pressurized. A search of the complaint handling database was performed and no other incidents were identified from this lot for hub leaking issues. Based on an expanded investigation, a product issue related to leakage at the hub was identified. The event was possibly related to hub assembly during manufacturing. Further assessment of this issue per site operating procedures was performed. These devices will continue to be monitored.